Event description:
Report received from an abbott international affiliate which states, "the clinician staff reported bleeding of the connection between tube and the 3-way stop-cock. The hospital noticed the bleeding during a-line monitoring a while after they started using the product. The patient was in serious condition when they had been transferred to the hospital. Because of an emergency situation, the hospital completed the pre-use test insufficiently. The patient finally died. The hospital said that the patient death was not related to the product defect." Further information states, the patient was with intrahepatic cholangiocarcinoma. Pt developed general peritonitis in 2002 and died due to sepsis 5 days later. The device was being used for monitoring arterial pressure. The bleeding occurred in 2002, and the device was removed. The doctor believes the 20cc's of blood loss was not related to the cause of death. The doctor stated that "there was no relation to the product." The report indicated that the connections were not securely tightened prior to use. Although requested, no additional information has become available.